Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed the tip of a neuron max 6f 088 long sheath (neuron max) was kinked. The kinked neuron max was found prior to use and therefore was not used for the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was ovalized approximately 1.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the neuron max was ovalized. This type of damage typically occurs due to improper handling during preparation. If the device is forcefully handled or pinched during preparation, damage such as this may occur. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.